Event description:
Meter name: fast take. Strip name: fast take strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: stated hi and low blood glucose. A pt reported they were not able to perform a test. Their meter allegedly would only prompt message "error 2". The result on their meter was last noted result was 62 on 11/2001. The result on the none. The time difference between pt's meter and no comparison. Treatment was not treated. No further info has been reported.